Event description:
It was reported that thrombosis with device shift/leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted. During a routine follow up examination, computed tomography angiography (cta) revealed a laminar thrombus on the mitral side closure device. The closure device was also observed to have shifted/tilted distally with a leak noted. The size of the leak was not able to accurately be measured via imaging. The patient's medication was adjusted to eliquis (2.5 mg bid) and aspirin. The patient will continue to be monitored at the next follow up appointment in six (6) months.